Event description:
The article, "the impact of preprocedural pulmonary artery systolic pressure on acute kidney injury related to transcatheter aortic valve replacement", was reviewed. The article presented a single-center retrospective to explore the predictive potential of pulmonary artery systolic pressure (pasp) for the evolution of acute kidney injury (aki) following transcatheter aortic valve replacement (tavr) in an effort to more reliably establish potential risk factors for this expanding population. Devices included in the study were corevalve (medtronic, minneapolis, minnesota, united states), portico (abbott structural heart, st paul, mn, USA) and accurate neo aortic valve (boston scientific, marlborough, ma, USA). The article concluded that pasp at baseline was found to be independently associated with tavr-associated aki evolution. In other words, a higher pasp value in the pre-tavi setting might serve as a potential marker of aki evolution following tavi. [The primary and corresponding author was murat gök, department of cardiology, faculty of medicine, edirne, trakya university, turkey, with corresponding e-mail: drmuratg@hotmail.com]. The time frame of the study was from january 2010 to may 2022. A total of 90 patients were included in the study, of which it was not specified how many received an abbott device. The average age was 79.2 years and the majority gender was female. Comorbidities included prior stroke, diabetes mellitus, hypertension, hyperlipidemia, chronic obstructive pulmonary disease, coronary artery disease, heart failure, aortic gradient, severe aortic regurgitation.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature review: the impact of preprocedural pulmonary artery systolic pressure on acute kidney injury related to transcatheter aortic valve replacement.

Manufacturer narrative:
Summarized patient outcomes/complications of portico valves were reported in a research article in a subject population with multiple co-morbidities including prior stroke, diabetes mellitus, hypertension, hyperlipidemia, chronic obstructive pulmonary disease, coronary artery disease, heart failure, aortic gradient, severe aortic regurgitation.. Complications reported included surgical intervention (pacemaker), stroke, cardiac tamponade, bleeding, atrial fibrillation, atrial flutter, acute kidney injury; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature review: the impact of preprocedural pulmonary artery systolic pressure on acute kidney injury related to transcatheter aortic valve replacement